Event description:
Suture lasso sd 45-degree curve right - tip broke off in patient shoulder. Surgeon retrieved item, xray taken and was cleared, nothing left in patient. Multiple reports of this exist in the maude database.